Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported that insulin delivery stopped during a flight, potentially due to air pressure changes. The customer also reported that the smartguard was disabled displaying a "smartguard warming up" notification. Blood glucose value at the time of the event was 56 mg/dl. The customer was treated for hyperglycemia with an insulin pump (subcutaneous insulin infusion) and hypoglycemia with carbohydrate intake. The event involved product(s) mmt-1884, mmt-442ak, mmt-7040a, mmt-342. Troubleshooting was performed, and the customer was informed that smartguard requires a 48-hour warm-up period to collect data for automatic functionality. The importance of monitoring blood glucose levels during activities involving air pressure changes, such as flights, was emphasized. The customer declined to complete troubleshooting for the high blood glucose event and was advised to monitor their pump and blood glucose levels and consult their healthcare provider for further guidance. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-442ak. No product return is required for mmt-7040a. No product return is required for mmt-342.